Event description:
It was reported that the patient presented after a leadless pacemaker implant procedure with premature ventricular contractions (pvcs). On the day after the implant procedure, the patient was symptomatic of ventricular fibrillation which required an external defibrillator to be terminated. However, the pvcs did not subside. The physician reoperated on the leadless pacemaker on (B)(6) 2023 and noted that the docking button of the leadless pacemaker interfered with the valve/tendinous cord via fluoroscopy/intracardiac echocardiography. The physician stated the contact of the leadless pacemaker with the heart wall is likely the cause of pvcs and ventricular fibrillation. The reported leadless pacemaker was removed with a retrieval catheter and a new leadless pacemaker was implanted at a location closer to the apex on (B)(6) 2023. Pvcs were no longer noted after the reoperation. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.